Event description:
Left renal artery covered by graft. The pt was reported to have a short, tortuous superior neck. Upon deployment of the superior attachment system, the graft moved, covering the left renal artery. Attempts were made to recannulate the left renal artery with interventional methods but were unsuccessful. No other treatment was attempted due to the pt's age and risk factors. The right renal artery was reported to be patent. The graft was successfully implanted.